Manufacturer narrative:
(B)(4). Date sent: 5/20/2024 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cec60a device was received for analysis with no apparent damaged and no cartridge was loaded on the device. Further analysis showed that the clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the release button if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the device batch e23070022, and lot number e230000337/e230000223 no non-conformances were identified. Fg date of mfg:2023-07-03;fg expiration date: 2026-07-02

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.